Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip deployed, but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. A 5f sheath was used. The customer reported a clinically significant delay in the procedure because manual arterial compression was applied for 20-30 minutes. The were no reported adverse patient sequelae. The physician was reportedly a fellow and is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.